Event description:
On april 28, 2025, an impulse dynamics field representative in spain was notified that an osm ipg had been explanted on (B)(6) 2025. The incident started as the patient contacting this field rep that they were unable to sustain charging of their osm ipg. Multiple attempts by impulse dynamics representatives to charge, reprogram, or connect the patient's ipg were unsuccessful; the ipg did not respond to any charging or programming interrogation attempts. The decision was made by the implanting physician to replace the patient's ipg, which occurred on (B)(6) 2025. The patient has since not experienced any problems charging the new ipg. It is unknown why the original ipg stopped functioning. Impulse dynamics is currently working to procure the original ipg to further investigate the root cause of the device failure.